Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.0; (B)(6) 2011, 2.1; (B)(6) 2011, 2.5, lab: 21.0. Pt had lab work done after (B)(6) 2011 result and all parameters, including platelets, were in normal range. On (B)(6) 2011 pt had light bruising and swollen feet. On (B)(6) 2011 pt's bruising was very evident and had a blood shot eye.